Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault 3" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. During the investigation the technician discovered that the customer attempted repair of the analog board. As a result of the device being tampered with, root cause could not be firmly established. No trend is associated with reports of this type.